Event description:
The patient presented with high impedance and low output current. It was noted that the patient is wheelchair bound but does have drop attacks, however he did not report any known trauma or picking. It was noted that x-rays were requested, but x-rays have not been reviewed by the manufacturer to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.